Event description:
Device was missing an adapter from set, a 3-way stopcock was opened and appeared to be working. Device was also having high impedances. Due to issues, a new probe was opened. Atricure reps present.